Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott rx trek coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias including ventricular fibrillation, infection, unstable angina, myocardial ischemia. The report also found performance issues with the cdcs such as issues with delivery, inflation, deflation, and withdrawal. The cdcs were also used in chronic total occlusion (cto) lesions.

Manufacturer narrative:
Date of event ¿ estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of dissection, infection, angina and arrhythmias are listed in the trek rx and mini trek rx coronary dilatation catheter instructions for use (IFU) as known patient effects of coronary procedures. Reportedly, trek devices were used in chronic total occlusion (cto) lesions. It should be noted that the trek rx and mini trek rx coronary dilatation catheter IFU states: the investigation determined a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The serious injury/ illness/ impairment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached report: rpt2121578_rev e.pdf, post-market clinical follow-up evaluation report coronary dilatation catheters. The additional device issues listed in the report are captured under a separate medwatch report.